Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent into a patient; however, it is reported that prior to use, the relevant stent disengaged from the delivery system when physician removed the protective sheath and stylette. No resistance was experienced during removal of the protective sheath and stylette and no excessive force was applied during this procedure. The physician recognized that the relevant stent was not on the balloon after he dilated the balloon of the relevant system in vivo. The relevant stent was found on the stylette in vitro. Communication from the field confirmed that the device was not inspected prior to use after removing the protective sheath. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon had been inflated and a clear liquid was present in the balloon and inflation lumen. Crimp/bake impressions were evident on the balloon working length. The stent, although off the balloon, appeared undamaged with its both ends cylindrical in shape. As the distal neck of the sheath was damaged, it was not possible to record an accurate ID of this, however, based on the od measurements of the returned stent and the ID measurements of the returned sheath, which were within specification, there would have been no restriction noted between the stent and sheath of the device which would have resulted in the stent slipping from the balloon during prep. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The device has not been identified as the root cause of the event. The possibility exists that the stent slippage may have occurred due to the handling technique used when removing the sheath and the stylette. Although confirmed that the physician failed to inspect the stent prior to use, this would not have resulted in the stent slipping from the balloon. Therefore, no conclusion for this event can be drawn.

Manufacturer narrative:
(B)(4). Evaluation results: device not inspected prior to use.